Manufacturer narrative:
Type of the device: common device name: avenue l lateral lumbar cage, avenue t tlif cage system, roi-a alif cage system, roi-t implant system. Address: establishment name: (B)(6). The product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the DHR is unable to be reviewed.

Event description:
It was reported that during the procedure the avenue-l anchoring plate was stuck between the implant holder and the cage. The plate bent and damaged the cage. Alternate implants were used to complete the case. There were no reported patient impacts. This is report three of three for this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Additional information was requested to identify the lot number of this instrument. Without the lot number , is not possible to perform the review of the device history records and traceability. So far, product location is not known. No evaluation could be performed. Investigation ongoing.

Event description:
Avenue l: anchoring plate stuck in cage and inserter. On (B)(6) 2019, in the process of using avenue_l product, anchoring plate was stuck between the implant holder and the cage. According to the reporter it was due to the bending angle of the anchoring plate, which resulted in the cage and anchoring plate damage. No impact for patient and no delay were reported. Surgical technique was followed. Additional information was received on (B)(6) 2019: the patient is in good health and has been discharged from hospital. X-rays will be provided. The doctor used products of different specifications during the operation. The problem occurred during the first anchor implantation. The patient¿s bones are in good condition without hardening. Additional information was requested. Investigation still in progress.